Manufacturer narrative:
Product evaluation: the device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The plunger tip is not damaged. The nozzle tip is not damaged. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No damage or abnormalities were observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Two videos were provided, with no identification except for the surgery date. The device preparation and initial advancement were not shown. No abnormalities were observed with the lens and the haptic positions. No issue were observed with the delivery into the eye. A small, chipped area was observed on the anterior edge as the lenses unfolded (left side). Root cause: a root cause could not be determined for the observed anterior optic edge chip. No abnormalities were observed on the portion of the delivery, which was shown on the video. The device was disassembled and evaluated. The plunger tip was not damaged and no abnormalities were found. The nozzle was cleaned and dye stain testing was conducted with acceptable results. All products are 100% inspected for cosmetic attributes. The small chip observed on the video appeared to be within current release criteria. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the mark is consistent with previously reported marks on lenses and is reported as not visually significant.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, upon insertion into the eye the preloaded intraocular lens (iol) was noted to be scratched on the surface of the optic. The surgeon states that the scratch did not cause visual disturbances and the lens was not extracted. Additional information is requested.